Event description:
Additional information was received indicating the pacing impedance measurements had increased to greater than 2,000 ohms. Shock impedance measurements had also increased to greater than 200 ohms. It was noted the impedance measurements increased at the same time. An invasive procedure was performed and this lead was replaced. Damage to the lead body was noted at the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the trilumen insulation was damaged approximately 26 cm from is-1 terminal pin. Additionally it was noted the rs- coil arced apart. The damage was consistent with entrapment in the clavicle/ first-rib region.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had low pacing impedances. It was unknown whether other lead measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification was requested from the field representative. However, the field representative had no further information to provide. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.